Manufacturer narrative:
Section h10: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The log files (naviosystem and xsession logs) required to confirm and potentially identify the cause of the internal error were not provided. The reported problem was not confirmed. The screenshots and intraop log file indicates the user had to restart the case right after the ¿camera orientation adjustment¿ screen, which is just before the femur checkpoint screen. Although it cannot be confirmed, it is likely that the internal error message occurred at this point in the workflow. An internal error is a warning message that informs the user of a condition that may impact system accuracy or cause harm to the patient. This error requires the user to restart the case. This is a likely result of the application software failure, however, there is no known software issue that exists for an internal error that occurs when defining the checkpoints. In the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time. Internal complaint reference number: (B)(4) section d4 was corrected.

Event description:
It was reported that when taking the femur checkpoint in a cori-assisted tka surgery, an internal error message was displayed and the case was quitted (case-(B)(4)). The case was resumed, the drill was re-connected and re-calibrated. Additionally, when beginning the femur burring phase, a drill disconnect error message was displayed. They quit the case, the real intelligence robotic drill was unplugged, disassembled, reassembled, re-connected and the case was resumed but another disconnect error was displayed (case-(B)(4)). Due to the three errors received, the surgeon decided to complete the procedure with manual instrumentation without significant delays (fewer than 30 minutes). The patient was not harmed.